Event description:
It was reported that the pacemaker was reported to have reached the elective replacement indicator (eri) early. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Final analysis notes the reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at end of life (eol) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: section g2 - report source - corrected to include distributor.